Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer was feeling well. They did feel ok to troubleshoot. Drive support condition was not mention. Customer's blood glucose value at the time of incident was 46 mg/dl. The customer reported that the insulin pump was in auto mode when experiencing low blood glucose. Customer current blood glucose level was 259 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leak but their air bubbles in the tubing and reservoir. Customer reports bolus wizard is programmed accurately. The infusion set was changed prior to call. The cannula was not bent. Customer did not perform high pressure test. Product will not be returning for analysis.